Manufacturer narrative:
An event of residual shunt and shortness of breath on exertion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information is from a publication "surgical closure of a left circumflex coronary-cameral fistula after failed coiling and amplatzer implantation." On an unknown date, a (B)(6)-year-old male presented with a history of progressive shortness of breath on exertion. Computed tomography coronary angiogram demonstrated a large coronary-cameral fistula with multiple fenestrations extending from an aneurysmal left main stem artery. Right ventricular function was reported to be moderately to severely reduced. The physician elected attempt percutaneous closure and a amplatzer vascular plug was implanted in the fistula. The patient was still symptomatic, and cardiac magnetic resonance imaging demonstrated that residual flow persisted across the coronary-cameral fistula. Deployment of an 18×40mm coil was also unsuccessful. The patient underwent a median sternotomy for definitive closure. The heart was grossly distended secondary to venous congestion. Tee demonstrated complete closure of fistulous communications and the patient was discharged from hospital 5 days later; he was asymptomatic.